Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent, which caused the patient blood glucose elevated to 468 mg/dl. The patient was hospitalized due to high blood glucose levels and diabetic ketoacidosis seizure or diabetic coma. The patient was in hospital for one night and received IV insulin drip. The patient also had ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.